Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the reamer/irrigator/aspirator (ria) drive shaft has a sheared shaft. This is 1 of 1 report for complaint (B)(4).